Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the lead was returned in three pieces. The outer coil was fractured at 31.7 cm from the electrode tip due to clavicular crush.

Event description:
This report is to advise of an event observed during analysis.